Event description:
Customer reported via phone call that they had hyperglycemia along with insulin flow block. Customer mentioned the blood glucose value during time of event was 423 mg/dl. Customer current blood glucose was 212 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer did not reported any symptoms. Auto mode feature was active at time of event. Customer reported insulin pump alarm insulin flow block alarm during 5.0 u fill tubing. No further patient complications were reported. Customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned device for an alleged no delivery/occlusion alarm during priming found on (B)(6) 2022. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on the electrical board and motor. Successfully utilized crest and thump to download history files, traces and comlink3 files. Force sensor zero offset not within specification (ol). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. Unablke to test for high bg due to critical device error (open book image) no delivery alarm/occlusion during priming unknown due to critical device error (open book image). Critical device error (open book image) confirmed due to moisture. Device exposed to moisture confirmed at electrical board and motor. Cosmetic damage was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The current value of blood glucose level was 212mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Customer reported insulin flow blocked alarm. Auto mode was active at that time. The insulin pump was returned for analysis.